Manufacturer narrative:
Updated information: b2 selected death, date of death unknown. B5 clinical narrative updated. D4 catalog number updated.

Event description:
Updated clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 51-year-old male patient with a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During the procedure, bleeding was noted from the hemostatic valve of the rp flex peel-away sheath, requiring the opening of a new insertion kit. There was no blood product given due to the hemostatic valve issue. The team was called to discuss low flows, with elevated placement signal (ps) and low anticoagulation levels. Heparin was started earlier. It was discussed that flows may be falsely low due to elevated ps. No hemolysis changes were reported to be observed, but monitoring for hemolysis was ongoing. It was later reported that the labs were hemolyzed according to the rn. On rounds, ps remained elevated (137/84[103]) and flows were much lower than expected (2.1/0.5 [1.5] at p8). Motor current (mc) was 390/342 (365), consistent with the selected p level of p8. Heparin initiation was delayed. Possible clot, sensor drift, or need for device replacement were discussed after echocardiography showed a decompressed right ventricle, suggesting actual flows were higher than calculated. Physicians were consulted about possible clot in the device, and further echo revealed a severely dilated right ventricle and ivc, with color doppler confirming flow at the outflow. The team decided to leave the flex in place while considering escalation to a cp 5.5 for higher mechanical support. Trend screen at 24 hours showed a spike in motor current and placement signal with an immediate drop in flows. Coagulation was found to be subtherapeutic. During the night critical care doc made the decision to stop heparin due to a high inr. Replacement of the rp flex was discussed, but the physician declined due to the patient¿s status. The patient expired on support. Bleeding, thrombosis, and hemolysis may occur due to anticoagulation and purge requirements associated with impella support, and can be attributed to patient-specific factors such as critical illness, delayed anticoagulation and low-flow states during mechanical circulatory support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage d.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 serial and UDI number added. The investigation for the hemolysis/mechanical interaction with blood/low pump flow/placement signal issue and thrombosis has been completed. The cause of the issue was not established as no product or logs were returned and limited information was provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 51-year-old male patient with a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During the procedure, bleeding was noted from the hemostatic valve of the rp flex peel-away sheath, requiring the opening of a new insertion kit. The team was called to discuss low flows, with elevated placement signal (ps) and low anticoagulation levels. Heparin was started earlier. It was discussed that flows may be falsely low due to elevated ps. No hemolysis changes were observed, but monitoring for hemolysis was ongoing. On rounds, ps remained elevated (137/84[103]) and flows were much lower than expected (2.1/0.5 [1.5] at p8). Motor current (mc) was 390/342 (365), consistent with the selected p level of p8. Heparin initiation was delayed. Possible clot, sensor drift, or need for device replacement were discussed after echocardiography showed a decompressed right ventricle, suggesting actual flows were higher than calculated. Physicians were consulted about possible clot in the device, and further echo revealed a severely dilated right ventricle and ivc, with color doppler confirming flow at the outflow. The team decided to leave the flex in place while considering escalation to a cp 5.5 for higher mechanical support. Trend screen at 24 hours showed a spike in motor current and placement signal with an immediate drop in flows. Coagulation was found to be subtherapeutic. Replacement of the rp flex was discussed, but the physician declined due to the patient¿s status. The patient expired on support. Bleeding, thrombosis, and hemolysis may occur due to anticoagulation and purge requirements associated with impella support, and can be attributed to patient-specific factors such as critical illness, delayed anticoagulation and low-flow states during mechanical circulatory support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage d.